Manufacturer narrative:
Unit received with peeling keypad overlay at left edge of overlay. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture and peeling end cap address label.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
It was clarified that there was no display anomaly from the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was coded that the customer experienced missing segments/partial display. The customer¿s blood glucose was unknown. The insulin pump is being returned for analysis.